Event description:
Procedure performed: ni. Event description: complaint created from medwatch, MDR report # mw5160650. This is an anonymous complaint filed by an unknown reporter via medwatch. Thus, no further information can be obtained. During surgery, the grasper tip was coming off of the instrument and noticed. Removed from patient and determined all was still intact and out of the patient during removal and after removal. Instrument removed from the sterile field. Intervention: removed fallen grasper tip from patient. Patient status: ni.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation. This report is a follow-up to mw5160650.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level. This report is a follow-up to mw5160650.

Event description:
Complaint created from medwatch, MDR report # mw5160650. This is an anonymous complaint filed by an unknown reporter via medwatch. Thus, no further information can be obtained. During surgery, the grasper tip was coming off of the instrument and noticed. Removed from patient and determined all was still intact and out of the patient during removal and after removal. Instrument removed from the sterile field. Intervention: removed fallen grasper tip from patient. Patient status: ni.